Manufacturer narrative:
(B)(4).

Event description:
The customer reported that the surveillance was rebooting when attempting adt operations. This was determined to be related to the known 2018 adt reboot issue. There was no patient incident.